Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the customer stated issue. The central processing unit board was replaced to correct the reported fault.

Event description:
The ge healthcare service representative reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient involvement.